Manufacturer narrative:
Tandem quality engineer reviewed pump data and there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. No further information was obtained as customer declined troubleshooting for this issue with tandem technical support. Additionally, it was reported that the customer experienced an undefined low blood glucose levels between 27-40 mg/dl that were addressed by consuming carbohydrates and sweet drinks. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.